Event description:
It was reported by the customer that after the catheter was inserted in the subclavian vein, it was very difficult to remove the spring wire guide (swg). There were no reported patient complications. Additional information received on 5/7/09 stated that the swg was removed in its entirely; however, it was unraveled.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.